Event description:
Revision surgery due to loosening of the stem 29 months post op. We were informed on (B)(6) 2012 only.

Manufacturer narrative:
Document review: amistem h femoral stem size 2 std - (B)(4)/ lot 092767 (60 stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. All the stems belonging to this lot have been already implanted and no other incidents have been reported up to now. From the date collected, the cause of the loosening is unk and we do not have evidence that the event is device related; this is a known complication of thr.